Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(6). Baxter healthcare - (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the final line of the homechoice cassette and the bag, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice claria device experienced a system error 2240 (air in line/set) alarm during dwell two of four of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, it was determine that the final line of the homechoice cassette disconnected from the bag which led to this alarm. The patient ended therapy and renal therapy services advised the patient to contact their nurse regarding incomplete therapy. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.